Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, before starting a meniscal resection, the dii controller began heating when the motor drive unit hand control that was connected to it overheated. The footswitch was also connected to the controller, but it was not used because the hand control was connected to a different port than the footswitch was controlled. Even though a back-up device was available to be used, it is unknown if the procedure was successfully completed. The surgery was delayed more than half an hour. Neither the user nor the patient suffer any injury as direct consequence of the dii controller malfunction.